Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the customer had received a no delivery alarm on the insulin pump and that the blood glucose reading was going high. The blood glucose reading was 340 mg/dl. She was unable to troubleshoot for the issue as the infusion set had just been changed. She stated that the customer had not been on medication, had not been ill or gained or lost any weight recently. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.